Event description:
A healthcare professional reported via literature article to evaluate clinical outcomes of hydrus microstent implantation for open angle glaucoma results from a large academic center. This file pertained to two eyes of patients with complete obstruction of the microstent inlet by peripheral anterior synechiae, which led to elevated intraocular pressure and ultimately necessitated trabeculectomy. Hamilton nr, et al. Clinical outcomes of hydrus microstent implantation for open-angle glaucoma: results from a large academic center. Ophthalmol glaucoma. 2025;8(5):1-14. Doi:10.1016/j.ogla.2025.08.011.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Hamilton nr, et al. Clinical outcomes of hydrus microstent implantation for open-angle glaucoma: results from a large academic center. Ophthalmol glaucoma. 2025;8(5):1-14. Doi:10.1016/j.ogla.2025.08.011. The manufacturer internal reference number is: (B)(4).